Event description:
It was reported that flush port damage occurred during the procedure. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a farawave pulsed field ablation catheter was selected for use. At the end of the procedure, it was reported that the flush port was loose and on the verge of falling off the catheter. No patient complications were reported. The device is expected to return for laboratory analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Device evaluated by MFR: upon device return and inspection, no visual damage was observed. A guidewire was inserted into the catheter, and the catheter was deployed to basket and flower successfully. Subsequently, flushing of the catheter through the irrigation line was tested. Flushing was not functional, as a leak was observed in the catheter. Microscopic analysis was performed of the catheter flush tubing to better observe the issue. With the help of an ultraviolet (uv) light, separation of the flush tubing could be observed, which may have contributed to the leak observed. Additionally, a separation of the strain relief and luer was seen. The reported event was confirmed.

Event description:
It was reported that flush port damage occurred during the procedure. During a pulse field ablation (pfa) procedure to treat atrial fibrillation, a farawave pulsed field ablation catheter was selected for use. At the end of the procedure, it was reported that the flush port was loose and on the verge of falling off the catheter. No patient complications were reported. The device was returned for laboratory analysis.